Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were unresponsive to clear a battery out limit alarm. The customer stated they were unable to deliver a bolus as a result. Customer's blood glucose was 163 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No freezing display noted. No battery out limit noted. All operating currents are within specifications. The insulin pump passed self-test and displacement test. No unresponsive buttons noted. All buttons functioned properly. However, the insulin pump had moisture on keypad traces, cracked reservoir tube lip, minor scratches on lcd window and cracked lcd window.